Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Top of stienman pins (orthopaedic jig fixation pins) broke within pin driver while being used in tkr. Surgeon stated that he thinks the pins are old and maybe fatigued. Pins were put aside and discarded, more pins were available on setup to complete case. Good patient outcome (procedural flow not affected by pins breaking, did not affect patient outcome. No pieces of pins missing. Tkr completed, joint stable, no adverse events. No delay.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.